Manufacturer narrative:
(B)(6):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effect of vessel dissection is listed as a known adverse event in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, after pre-dilatation, the patient experienced a non-serious dissection. Although it was reported that no treatment was provided, a 3.0x15mm xience xpedition was implated successfully in the lesion. The dissection resolved on the day of the procedure. One day post procedure, the patient was discharged home. There was no additional information provided.